Event description:
Approximately in 2006, the intralase fs laser was used to create corneal flaps for bilateral lasik surgery. Postoperatively, the patient presented with diffuse lamellar keratitis (dlk) in both eyes. The left eye required the surgeon to lift and rinse the flap while the right eye did not require any intervention. The preoperative bcva was reported as 20/20 ou. Last follow up visit (exact date unknown but prior to date of report) reported bcva of 20/25 in left eye and 20/20 in right eye.

Manufacturer narrative:
An intralase field service engineer was at the site in 2006, at which time the laser met specifications and performed as intended. Additionally, preventative maintenance was performed on this laser in the following month, and the laser met application at that time as well.